Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Customer reported the patient is an adult.

Event description:
It was reported from the (B)(6) centre that the nurse had loaded the tubing set into the device with the device remaining off while pre-medications were infusing via another tubing set and pump module. A nurse that was walking by noted that the secondary chemotherapy infusion bag was lower in volume and the primary saline infusion bag appeared expanded in volume. The backflow valve did not seem to be working. A second device was used. There were no adverse effects caused to the adult patient from the event.

Event description:
It was reported from the durham regional cancer centre that the nurse had loaded the tubing set into the device with the device remaining off while pre-medications were infusing via another tubing set and pump module. A nurse that was walking by noted that the secondary chemotherapy infusion bag was lower in volume and the primary saline infusion bag appeared expanded in volume. The backflow valve did not seem to be working. A second device was used. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer complaint of secondary back flowed into primary could not be confirmed due to the product was not returned for failure investigation. A photo of the secondary configuration setup was provided by the customer. However, the reported complaint of secondary back flowed into primary could not be determined per photo provided by the customer. The root cause of this failure was not identified as no product was returned. Device history record could not be performed on model 11532269 because the lot # for the suspect set was not provided.